Event description:
Reporter states stool leaked between the pouch and wafer connection after three days. No separation was noted.

Manufacturer narrative:
Based on the information this is deemed a reportable malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).